Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp plunger was hard to draw. This was discovered after use. The following information was provided by the initial reporter: the plunger was hard to draw.

Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-04-20. H.6. Investigation summary customer returned (21) 3/10cc, 8mm, 30g syringes in sealed poly bags from lot # 9176507. Customer states that the plunger was hard to draw. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch #9176507. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp plunger was hard to draw. This was discovered after use. The following information was provided by the initial reporter: the plunger was hard to draw.